Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a jejunostomy procedure, the device misformed staples at the end of the stapling line. The surgeon sutured by hand to complete the case. There was no patient consequence.